Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Additional information was received: regarding the second proglide device, the plunger failed to deploy, as a result the suture did not deploy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using two proglide devices with the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture cut in half on the first proglide. A second proglide device was used but the suture did not deploy off the device. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.